Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of gap between the acoustic lens and ultrasound probel was confirmed. Based on the results of the investigation, a presumed cause could not be determined, however the reported event was reproduced due to the water tightness being lost due to the deformation of the electrical connector. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.